Manufacturer narrative:
(B)(6). Investigation summary: a device history record review was completed for provided lot number 1807163. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, samples were returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed through the plunger rod. Through magnified inspection, damage was identified on the plunger rod. It has been determined that this incident resulted from damage to the plunger lip component specifically. This type of damage can occur during the handling of the product through the manufacturing process or within the assembly machine. Further action has been taken to reduce the recurrence of this type of damage. Based on the stringent preventive measures in place, we believe this was an isolated incident with an unlikely recurrence. Our quality team will continue to monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd discardit" ii syringe plunger was damaged and would not draw up medication during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when preparing a drug, the above-mentioned syringe was drawn up. When moving in by means of the plunger, the colleague noticed that the drug could not or only poorly be drawn up. In the addition to a puncture vial fell onto which the carrier solution was emptied via the flask. It was prompt used another syringe and administered the drug. It was only for a short time delay that did no patient harm. When checking the syringe later with 0.9% nacl the colleague noticed that air bubbles formed past the flask and that the solution was difficult to dissolve read up."